Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed self test. No excessive no delivery/occlusion alarm noted. No unexpected missing segments or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen had partial display. Customer¿s blood glucose level was 289 mg/dl. Customer reported that the insulin pump was beeping a lot and can only see the top half of the pump screen can only see main menu and the reset was black. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. The insulin pump will be returned for analysis.